Event description:
It was reported that during a clavicle open reduction internal fixation surgical procedure, the blade broke. It was also reported that there was no delay and there were no adverse consequences as a result of this event. It was further reported another blade was readily available to complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that the blade broke at the mount. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: 5400034000. Serial number (B)(4).